Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method in insulin therapy.